Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
Customer stated some of his blood glucose readings from (B)(6) 2018. Were not stored in the memory of the contour next link 2.4, no adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.